Event description:
During cataract surgery the phaco fragmentation tip was checked and seemed to be operative prior to entry into the eye. A scleral tunnel ws used and the phaco fragmentation tip was entered into the anterior chamber which had been coated with viscoat. Depression of the foot pedal seemed to activated both irrigation and phaco fragmentation, however, despite the fact that ultrasonic pulsation appeared appropriate and vibration of the hand piece seemed customary, the lens nucleus seemed to melt as the phaco tip was embedded. The anterior chamber depth appeared to be constant though after two scallop passes of the tip, there may have been some shallowing of the chamber. At this time due to apparent dysfunction of the system, the phaco fragmentation tip was immediately removed. In passing through the scleral tunnel an opacification of the superior cornea developed consistent with relative over heating of the phaco tip. The system was thoroughly checked by the surgical team, and both handpiece and cassette portions of the equipment were exchanged for new units. Phaco fragmentation was resumed and completed successfully.post-operative evaluation of patient on day 1 revealed a visual acuity of 20/200 and there was some degree of superior corneal edema, though the opacification was much less then expected. The central cornea showed several striae but there was no other apparent after effects to the cornea. The most likely out come related to the incident is that patient will have a significant degree of astigmatism post-operatively. It is expected that patient will enjoy good visual recovery.clinical engineering personnel were told of the incident several hours post-operatively. The phaco-emulsifier machine and handpiece with tip that was used on case in question was evaluated and seemed to be operating correctly. However, the disposable cassette which integrates every aspect of the fluidic system with the sttm had been discarded and couldn't be located.clinical engineering talked with alcon surgical service, and consumer affairs department. System verification was performed while on the phone talking with alcon surgical service. No abnormalities were observed. Service personnel from alcon said cassette malfunction could cause tip heating but we couldn't verify this because cassette has been discarded. The ultrasonic handpiece serial number 8749eggt was evaluated in alcon surgical's quality engineering laboratory. All parameter were tested and were found to be within alcon surgical's specification. No abnormalities were observed.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: sterilization. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.